Event description:
During 7/96, a pt serum sample gave a positive result using the hcg kit. A quantitative test was performed for a negative result equal to 7.0. The pt's husband has had a vasectomy. The sample was repeat tested the same day and it was again positive. The pt came back for testing and a serum sample on a new lot gave a negative result. The account did not have any samples available and did not have any further info. The pt had come in for a physicial as part of research protocol testing for a study she was goind to be participating in through the army.

Manufacturer narrative:
Eval complete-final report. Female pt had been on durg "biphalic." No info available on durg "biphalic". Account stated that "there was residual hcg in her system". No malfunction had occurred.